Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 11 years after primary cementless tha the stem is found loose and painful and needs replacement. We do not have a radiographic history of the case, but the last pre-revision radiograph shows signs of stress-shielding and evident distal cortical thickening. The right leg also appears to be shorter than the contralateral, but we cannot tell when this shortening took place - either immediately after index surgery or progressively with time. The causes for this unfavourable, long term evolution cannot be determined. Aseptic loosening is a possible adverse event following tha, described in literature, and the likelihood of it happening after 11 years is of course higher because it increases with time.

Event description:
The patient has a loosening of the stem implanted on (B)(6) 2011. The surgeon will perform a revision surgery on (B)(6) 2022.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 11 years after primary cementless tha the stem is found loose and painful and needs replacement. We do not have a radiographic history of the case, but the last pre-revision radiograph shows signs of stress-shielding and evident distal cortical thickening. The right leg also appears to be shorter than the contralateral, but we cannot tell when this shortening took place - either immediately after index surgery or progressively with time. The causes for this unfavourable, long term evolution cannot be determined. Aseptic loosening is a possible adverse event following tha, described in literature, and the likelihood of it happening after 11 years is of course higher because it increases with time.

Event description:
The patient has a loosening of the stem implanted on (B)(6) 2011. The surgeon will perform a revision surgery on (B)(6) 2022.

Manufacturer narrative:
On march 08th 2022, we have received new details about the revision surgery performed, item availability and patient's details. Batch review performed on 9 march 2022. Lot: 111865: (B)(4) items manufactured and released on 06-jul-2011. Expiration date: 2016-may-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Visual inspection performed by r&d project manager: during the analysis it is visible that the stem body has some ha residual on the proximal part and also on the lateral shoulder. This is unexpected due the fact that the stem has been implanted since 2011. Some signs and scratches are present on the neck part of the stem, probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.

Event description:
Revision surgery performed 10 years and 6 months after the primary surgery due to stem loosening. Stem, head, and liner revised.